Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call vibrate anomaly. The customer's blood glucose level was unknown at the time of the call. Troubleshooting was performed. Customer advised the insulin pump did not vibrate during the vibrate test and the self test failed. The customer was advised that the insulin pump need to be replaced and to revert to the back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump unable to vibrate due to broken vibrator black wire.